Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated a system diagnostics during a routine office visit resulted in high lead impedance, indicating possible lead malfunction. In addition, "the patient is not experiencing any pain, only a slight increase in seizure (below baseline)." The pt's device was not programmed off. In addition, the pt was scheduled for a surgery consult. X-rays were taken and reviewed by the treating physician. The reporter indicated "no visible lead break was present." The MFR will not receive copies of the pt's x-rays. Since, "their review was sufficient". Good faith attempts for add'l info are in progress and awaiting results.